Manufacturer narrative:
Findings: pump was received with button error alarm due to moisture damage on keypad traces. Unit passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir error alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 156 mg/dl. The customer stated that the device froze on him and when he took the battery out and put it back in, the pump alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.